Event description:
Olympus (B)(4) returned the device to olympus (B)(4) due to a malfunction of the dvi video signal. The device was used in combination with the standard set. This device is an olympus asset and there was no report of patient injury associated with the event. Then, (B)(4) inspected the device and found that the rgb signal and dvi video signal were not output due to the failure of the printed circuit board.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp.(omsc) but was returned to (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following: the device has been repaired once in the past year due to internal buffer error e209 and portable memory read error e305. The repair was completed on (B)(6) 2020. According to the device inspection result, it was confirmed that the endoscopic image was not displayed due to the failure of the printed circuit board. Based on the device installation date, the printed circuit board failure may have been caused by deterioration due to long-term use. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.